Event description:
The customer reported that upon retraction of the blade, the blade flew through the back of the handle and on to the floor. No harm or injury reported.

Manufacturer narrative:
Device evaluation: the suspect device will not be returned for evaluation/investigation. The complaint data base was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the device evaluation has been completed. Evaluation conclusions: a follow-up report will be submitted when the device evaluation has been completed.